Event description:
Boston scientific crm received information that during the follow up visit, 30 days post implant, the patient with this implantable cardioverter defibrillator was noted to have redness around the pocket wound. Antibiotic therapy was started for 10 days in case of infection. The patient will be monitored closely.

Manufacturer narrative:
The device remains implanted. Should additional information become available, an amended report will be submitted.